Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy, the surgeon used the hasson technique to gain access to the abdomen. The instrument would not open. The device was forced open. The instrument was released and another was opened to complete the case with no further complications. There was no patient consequence.